Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the end user uses urisheaths since more than 10 years. He never had problems with usage before. The urisheaths were put on by the nurse. He wears an urisheath 8-10 hours per day. Accessories like adhesive remover wipes or spray were used but only if there are black pieces (perhaps textile fibres?) Of adhesive on the skin. Two days before the skin got coloured blue-red at three areas between prepuce and glans. He consulted a dermatologist and a urologist on (B)(6) 2016. The urologist advised him to wear the urisheaths only some minutes for the time when he wants to urinate. He has much pain that radiates in the testicles while passing urine and the urine stream is thinner than usually. He says that he has used zinc cream and his outcome is much better now. The skin has healed almost completely.